Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue and one haptic was bent. The cartridge was not returned. Conclusion: the root cause of the event could not be determined, because the cartridge was not returned.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic was caught in the injector. The lens was not implanted and there was no patient injury. The facility believes the lens damage was due to the injector. The facility did not specify the model and lot numbers of the cartridge and injector used in surgery.